Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a significant amount of noise was noticed on the right atrial (ra) lead and device. The noise was easily reproduced. Additionally, the ra impedance measurements had increased and were at times greater than 2,500 ohms. As a ra lead fracture was suspected, the device was programmed to vvi. No adverse patient effects were reported.